Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site with heat. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware.